Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mitomycin 40cc infused into bladder post or procedure and plan to leave mitomycin to dwell and then drain into foley catheter bag prior to disposal in pacu. When time to drain foley catheter was occluded due to blood clots. Hand irrigation was required with mitomycin present. Mitomycin 40cc infused into bladder for dwelling via foley catheter sample port with equashield syringe/leurlock in operating room and foley catheter was clamped to allow mitomycin to dwell and patient sent to pacu to recover. Pacu nurse will allow mitomycin to dwell for required time and then drain into foley catheter bag. Pacu nurse will dispose of urine contained mitomycin per protocol via hopper. When time to drain mitomycin filled urine from bladder into foley bag. The foley catheter was occluded due to blood clots. Hand irrigation was required to remove blood clots from bladder/foley catheter to drain. The nurse had to disconnect the foley bag drain tube from catheter connection to hand irrigate and remove blood clots via catheter. Due to mitomycin being present in bladder at this time; nurse did wear gown, double gloves, facemask with shield to hand irrigate. Drain pad was placed under catheter connection. Nurse did use multiple piston syringes and place each pulled back bladder drainage filled syringe into a large basin to hopefully contain all mitomycin. There was some spill with hand irrigation and drainage onto floor post first few syringes.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related as adding mitomycin can potentially cause blood clots when administered through a catheter. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mitomycin 40 cc infused into bladder post or procedure and plan to leave mitomycin to dwell and then drain into foley catheter bag prior to disposal in pacu. When time to drain foley catheter was occluded due to blood clots. Hand irrigation was required with mitomycin present. Mitomycin 40 cc infused into bladder for dwelling via foley catheter sample port with equashield syringe/leurlock in or and foley catheter was clamped to allow mitomycin to dwell and patient sent to pacu to recover. Pacu nurse will allow mitomycin to dwell for required time and then drain into foley catheter bag. Pacu nurse will dispose of urine contained mitomycin per protocol via hopper. When time to drain mitomycin filled urine from bladder into foley bag. The foley catheter was occluded due to blood clots. Hand irrigation was required to remove blood clots from bladder/foley catheter to drain. The nurse had to disconnect the foley bag drain tube from catheter connection to hand irrigate and remove blood clots via catheter. Due to mitomycin being present in bladder at this time; nurse did wear gown, double gloves, facemask with shield to hand irrigate. Drain pad was placed under catheter connection. Nurse did use multiple piston syringes and place each pulled back bladder drainage filled syringe into a large basin to hopefully contain all mitomycin. There was some spill with hand irrigation and drainage onto floor post first few syringes.